Event description:
It was reported that there was an issue with the electrodes where they are split in the package (unopened) and therefore, encounters issues during procedures, like getting stuck or the loop not coming all the way back in. I was not notified of any patient events etc but had a surgeon tell me the loops keep getting stuck, wont complete cuts. No negative impact in state of health reported. According to the issue description there is no indication that any parts have detached from the electrodes.

Manufacturer narrative:
It is unknown if the affected device will be returned for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).